Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split in the extension leg tubing is confirmed; however, the exact cause could not be determined from the returned photograph. One photograph of a 5 fr dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation of the photograph showed a split in the extension leg tubing of the purple lumen, just distal to the luer hub. The split appeared to be mostly straight and even. The extension leg tubing was being held with what appear to be metallic hemostats just distal to the observed split. While a split can be seen in the extension leg tubing of the catheter in the returned photograph, it was not possible to determine the root cause from the photograph. Possible causes include contact with a sharp and/or metallic instrument. As a note, the product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the head nurse revealed that the patient had a PICC placed from the basilic vein under ultrasound guidance on (B)(6) 2021. When pre-flushing the catheter prior to placement, no liquid leaks were seen. However, when in use in the afternoon of (B)(6) 2021, liquids were seen leaking from the extension tubing of the power PICC solo 1cm away from the distal valve connection. An examination showed a crack in the shape of the chinese character "¿".the head nurse denied mis-damaging the catheter with a sharp item, but she revealed that multiple nurses had administrated drug with the catheter and it could not be ruled out the possibility of damaging the catheter due to their inconsistent operating techniques. Since the patient requires additional treatment, nurse requested a replacement catheter to complete the treatment.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reer3612 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the head nurse revealed that the patient had a PICC placed from the basilic vein under ultrasound guidance on (B)(6) 2021. When pre-flushing the catheter prior to placement, no liquid leaks were seen. However, when in use in the afternoon of (B)(6) 2021, liquids were seen leaking from the extension tubing of the power PICC solo 1cm away from the distal valve connection. An examination showed a crack in the shape of the chinese character ".the head nurse denied mis-damaging the catheter with a sharp item, but she revealed that multiple nurses had administrated drug with the catheter and it could not be ruled out the possibility of damaging the catheter due to their inconsistent operating techniques. Since the patient requires additional treatment, nurse requested a replacement catheter to complete the treatment.